Event description:
A materials specialist reported unexpected presence of air in the tubing with the fluid during surgery. The event led to iris injury during the procedure, after closing an inflow using a clamp and then opening it. Additional information was received from the nurse who reported that the iris sphincter was damaged by the vitrectomy tip. The affected eye was the left eye (os). During the procedure, there was a rapid drop in intraocular pressure with air inflow into the chamber, and loss in visual control and iris sphincter aspiration by vitrectomy tip were noted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).